Event description:
The following has been reported: device stopped during infusion. Agilia pump found to be off when bis (awareness monitor) rising while patient asleep. Rapidly restored depth of anaesthesia and unlikely chance of awareness (near miss). But unsure why pump off. No alarms, full battery. No restoration of pump settings when turned on. No harm to patient. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.